Event description:
Healthcare professional reported a "right side deflation and bilateral exchange." Device explanted right side.

Manufacturer narrative:
Device evaluation: yellow particles in shell, linear opening, fold creases, wear abrasion, linear opening, white calcification in shell. The leak test and microscopic analysis was performed which identified; a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported a "right side deflation and bilateral exchange." Device explanted right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.